Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was observed that the device's display was freezing. The device's display board was replaced to address the issue. In addition of the above evaluation, the device's machine flow sensor was replaced due to dirt, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.